Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 89 mg/dl. The customer stated that the top edge of the reservoir is cracked and a piece is broken off. The customer stated that the cracks are about 3/4ths the way around and about half of a thread. The customer stated that the side is missing the o-ring. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.